Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips remote service engineer (rse) inspected the system remotely and confirmed the reported issue. Review of the system log files showed x-ray did not start up. Rse suggested to replace the x-ray pc. The customer got a new x-ray pc from third party and after that the system was returned to good working condition. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It was reported to philips that the system did not fully boot up. No user or patient harm has been reported. Philips has started an investigation of this complaint.